Event description:
The device was returned to the manufacturer. Review of manufacturer database revealed the patient died 2 days following device explant and replacement. The cause of death has been requested and not received. Report is being redacted for d154vwc.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
Upon secondary review of the event after receipt of additional information, it was noted a correction to the regulatory reports submitted for the d143vwc device under this event file is required. Review indicates there is no information that reasonably suggests that the implantable cardiac defibrillator (ICD) under this event number was associated with the patient's death. Therefore, this supplemental 3500a correction report is being submitted to redact reports for the d154vwc ICD. However, the regulatory report for the devices involved with the reported death has been reported under mfg report number: 2649622000-2011-07235, 2649622000-2011-07236, 2647346000-2011-00572, 2649622000-2011-07237. Note: regarding lead 6947 (B)(4), this is a duplication of one of two reports for this death event as this lead was reported under manufacture report number 2649622000-2011-07237 to accurately reflect the system the patient died on. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.

Event description:
The device was returned to the manufacturer. Review of manufacturer database revealed the patient died 2 days following device explant and replacement. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.